Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient became unconscious and was admitted to the hospital. The patient was found to have had a hemorrhagic stroke. The patient's family decided to discontinue lvad support. After the pump was turned off, the patient's heart was still functioning well with reports of good blood pressure readings. The patient continued to have good urine output but remained unconscious due to the stroke. The patient's family took the patient home. No additional information was received.

Manufacturer narrative:
The pump is not available for evaluation, it remains inside the patient not in use. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further issues were reported to thoratec. The device history records were reviewed and showed no deviation from the manufacturing and quality assurance specifications. No additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 1 year and 3 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.